Event description:
It was reported that: while the device was ventilating a patient; the patient self extubated them self. No one was present in the room to hear the alarms from the machine. A staff member monitoring the patient at a workstation was unware regarding responding to the heart monitor alarm that was on the patient. The respiratory therapist entered the room and found the patient with a heart rate of thirty beats per minuete. The staff attempted to stabilize the patient; however, the patient expired.